Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that when the patient turned stimulation off, he still felt about 20- 25% of the sensation continuously in his body. The patient was able to successfully sync and was pushing the correct button for the stimulation to be turned off. The patient has access to all of his parameters and if he turns all the parameters down and then turns stimulation off, his sensation was less, but still noticeable. Additional information has been requested regarding cause and actions/interventions taken for resolution, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.